Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) moving slow and freezing. The patient data was not lost, but it was just hard to access. Hard disk drives were replaced. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) moving slow and freezing. The patient data was not lost, but it was just hard to access. Hard disk drives were replaced. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application was moving slowly and freezing. The patient's data was not lost but was hard to access. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) application was moving slowly and freezing. The patient's data was not lost but was hard to access. The hard disk drives were replaced, but the unit would not boot up properly. Rebooting the device and letting the raid rebuild resolved the issue. No patient harm was reported. Investigation summary: there was inconclusive information to determine the cause of the hard drive failure. This cns was installed on 10/15/2012. The service history for this serial number was reviewed for hard drive and boot up problems. No prior incidents were found. At the time of the incident on 5/17/2021, the cns had been in use for approximately 9 years. There was no record of a prior hard drive replacement. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period, operation checks should be performed. In short, the symptoms of a device not being able to boot up are related to its internal hard drives and/or environmental factors such as an adequate power supply. Maintenance and environmental factors are outside of nihon kohden's control.